Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right atrial (ra) lead was unable to pace. The ra lead was removed and replaced on 28 mar 2024. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. Electrical testing found no conductor fractures or internal shorts.